Event description:
No complaint stated. Product was revised.

Manufacturer narrative:
Investigation is not complete. Product has not been returned. There is no complaint stated for this device. This report will be updated when th investigation is complete. This is the same event as 1043534-2009-00227, 00229.